Event description:
Per the audiologist, the patient reported hearing a ¿bubbling¿ sound when using the external speech processor. The results of an integrity test indicated normal device function. The patient was explanted 2009, (day not reported). No information was provided in regards to reimplantation.